Event description:
It was reported that the programmer telemetry is lost and intermittent with implantable cardioverter defibrillator (ICD)¿s. The radio frequency (rf) head has been replaced. The rf head displays all green bars but then goes to yellow. The caller was advised to return the programmer for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the telemetry issues. It was also noted that the bezel was replaced, the hard drive was re-imaged and software was reloaded. A checkout was performed and the programmer passed to manufacturer specifications.